Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2024-00660. It was reported that the patient's leads both had high impedances and they were unable to enter MRI mode. As a result the patient lost effective therapy. The patient did report a fall. Surgical intervention was undertaken to replace the scs system. Effective therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated.